Event description:
A customer reported to baxter that there was a missing pull ring cap on the patient line of a cassette. It was noticed before the product was used. There was no patient involvement, injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a missing component in a cassette was confirmed during the sample evaluation; however, no root cause could be determined. During visual inspection it was confirmed that there was no cap on the patient line of the disposable set. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.